Event description:
The device had reset for unknown reasons. Upon further evaluation, the electrogram had apparent noise. Based on the product notification associated with this model, the decision was made to explant the entire system.